Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump had run out of insulin and the pump alarm was not heard. Blood glucose (bg) level was 589 mg/dl. A new cartridge was loaded and a bolus was delivered. Tandem technical support reviewed the pump history and it was confirmed that the appropriate low insulin alerts had been triggered. During testing, the customer heard the test alerts/alarms; however, did not hear the touchscreen buttons when pressed. Reportedly, the customer's healthcare provider contacted the customer to troubleshoot.